Event description:
My dexcom continuous glucose monitor was drastically incorrect. Cgm stated 58 and actual glucose reading was 171. This ongoing issue has led to an increased a1c level which creates ongoing long term health issues. The dexcom g7 has accuracy issues which can harm diabetic patients.